Event description:
Boston scientific (bsc) received information that this implantable cardioverter defibrillator (ICD) detected a >2000 ohms pacing impedance on this transvenous lead, trending upwards since implant. In addition, it was reported that there were changes in the defibrillation lead impedances, non-bsc lead, nothing out of range but trending downward since implant. Of note, this device was confirmed to be implanted subpectorally. As a result this device is included in the subpectoral implant 2009 product advisory. Technical services discussed possible reasons for impedance changes and recommended evaluating patient to try and recreate values and based on findings would define further course of action. Further information notes the patient was further evaluated with specific maneuvers and the lead values were all normal. The physician has elected to monitor the patient at this time.

Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated. No adverse patient effects have been reported. It was later reported that this device was explanted and replaced with a non-boston scientific device. During the explant procedure the physician removed the device with a clamp and header fell off. There were no reported allegations towards the header. This device was going to be returned for analysis. That status of the lead is unknown at this time. Further details have been requested from the field representative. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted with a non-boston scientific device.